Manufacturer narrative:
(B)(4): the stem was implanted too high leaving it protruding from the bone cut. The stem wasn't seated properly on the bone. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for pain. On x-rays implant looks likely overstuffed but patient did not lose mobility. Patient converted in reversed shoulder arthroplasty

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for pain. Bad positioning of the stem generating a painful conflict.